Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2025. On (B)(6)2025, the patient received an alert indicating a blood glucose level of 40 mg/dl. In response, he drank juice and ate something. Approximately 45 minutes later, he received another alert showing his glucose was still at 40 mg/dl. He performed a finger stick test, which showed a reading of 400 mg/dl. He then took 2 units of tresiba. About 45 minutes afterward, he began vomiting and feeling unwell, weak, sweating, shaking, prompting his partner to call 911. When emts arrived, they performed another finger stick test, which showed a glucose level of 389 mg/dl. They did not check her dexcom reading. He was given insulin, though he cannot recall whether it was administered via syringe or pen. He was transported to the hospital and admitted to the intensive care unit (ICU), where she stayed for 2 days. He received IV fluids and underwent multiple blood tests. He was diagnosed with diabetic ketoacidosis (dka). In total, he remained in the hospital for 4 days and was discharged feeling better. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.